Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. E1: email: unknown. G4: 510k: n/a. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. (B)(4).

Event description:
Terumo received the following information: it was reported that during delivery in an acs case, strong resistance was encountered involving the guiding catheter, preventing device advancement. Upon receipt and evaluation of the returned sample (9jun2026), the manufacturer confirmed that a tear was present in a portion of the catheter. Progression of the tear may result in catheter fracture, with the potential for a catheter fragment to remain within the patient's body.